Manufacturer narrative:
The scale was requested for return to the manufacturer for investigation. No injury to the user was reported. An investigation will be conducted but has not yet begun. A follow-up report will be submitted upon completion of the investigation.

Event description:
The user reported that the scale would not turn on. After the user replaced the batteries the battery area became hot and melted the plastic in the battery compartment and on the battery compartment cover. No injury to the user was reported.